Event description:
It was reported the patient had a lead migration. The patient had psychomotor agitation due to alcohol withdrawal. Psychomotor instability, tremors and comprehension difficulties were all noted. Subcutaneous migration of the electrode and connection occurred. Hospitalization and reprogramming were required as a result of the event. Reprogramming of the stimulator allowed for stimulation to be recuperated. The patient was also given vitamins and hydration. The event was considered resolved.

Manufacturer narrative:
Product ID: 3898, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).